Event description:
It was reported that a spectrum iq infusion pump had occlusion issue during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Performed downstream occlusion testing and upstream occlusion testing and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6: investigation findings. Correction: h6: investigation conclusions. Correction h11: the device was received for evaluation. Functional testing did not reproduce the customer reported issue "occlusion issue". The device was tested for both upstream and downstream occlusion detected and passed. A review of the event history log identified both upstream and downstream occlusion alarms but the log is not able to distinguish testing failures. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the downstream sensor was found out of specification. The downstream sensor requires calibration to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.